Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2018-01051; 509-02-032, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.